Event description:
It was reported to target that during a scale avm procedure a pushable coil became jammed in the catheter. A section of the catheter came detached. This occurrence did not affect the pt.

Manufacturer narrative:
Description of device analysis: date of procedure: 12/22/1997, fastracker-18 mx catheter was returned full of blood, wrapped around itself in small plastic container. There were several kinks, portions of crushed tubing and delamination along proximal and mid shafts. According to info provided with complaint coil pusher, 1 cc injection, and intermittent flush were used in procedure. Coil pusher was not returned for eval. During investigation it was observed that distal shaft had detached with jagged fracture, 4 cm distal to distal junction; there was white crystallized substance in proximal end of detached section. Segment 2 cm long had ballooned, 4 cm proximal to distal tip marker. Due to severity of failures, detaching of catheter shaft should have been result of using intraluminal device while attempting to dislosge jammed coil. From bench testing it is known that ballooning of shaft relates to infusion pressure in excess of maximum recommended. Excessive infusion pressure was most likely result of using 1 cc injection while catheter was blocked as result of inadequate flushing.